Event description:
The pt reported that he wore the pod for about 3 days. When it was removed site area was swollen about 2 inches in width and 1/2 inch high. He stated it looked like a mosquito bite. It was very warm and there was quite a bit of drainage of yellowish pus. He went to his healthcare practitioner on (B)(6) and was prescribed antibiotics. It continued to drain for a few days was still a little tender, but had scabbed, by the time of his call.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the pt's infusion site infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one all a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider", and advises. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."